Manufacturer narrative:
Additional information was received that no further course of action.

Event description:
A report was received that the patient's stimulation was causing itching and hives. The physician's assessments described the symptoms as a systemic rash all over the body. The patient was prescribed steroids to stop inflammation and rashes. The physician was not sure what caused the rash but he did not suspect it to be device or procedure related.

Manufacturer narrative:
Additional information was received that the patient was prescribed antihistamine and was doing well.

Event description:
A report was received that the patient's stimulation was causing itching and hives. The physician's assessments described the symptoms as a systemic rash all over the body. The patient was prescribed steroids to stop inflammation and rashes. The physician was not sure what caused the rash but he did not suspect it to be device or procedure related.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32,70 cm 4x8 surgical lead.

Event description:
A report was received that the patient's stimulation was causing itching and hives. The physician's assessments described the symptoms as a systemic rash all over the body. The patient was prescribed steroids to stop inflammation and rashes. The physician was not sure what caused the rash but he did not suspect it to be device or procedure related.